Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that about a year ago a MRI technician scanned a patient with an interstim device. About a week after the MRI the patient needed the implantable neurostimulator (ins) replaced. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.